Event description:
Customer reported an abo mistype on the galileo. A donor segment typed a negative on the galileo. Later, they ran the fwd_aborh assay on the same donor, different segment, which typed ab negative on the galileo.

Manufacturer narrative:
The customer repeated testing using the manual tube method with the same lot of reagents that were used on the galileo. Results were a negative. The galileo operator manual states that "forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur such as an a sample being interpreted as group ab...for this reason, abo-rh results should always be compared to the patient or donor's history."